Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device ceramic tip on the inner sheath broke off. The issue was found during a ureteroscopy cystolitholapaxy transurethral resection of the prostate therapeutic procedure that was completed with a similar backup device. There were no reports of patient harm.

Manufacturer narrative:
Correction to field g4: 510k/PMA number is updated to k931995. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Procedure completed with a similar device and greater than 30-minute delay.